Event description:
Failure to connect the lead (non sorin lead) with the subject defibrillator (during a replacement procedure) was reported. The subject device will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device revealed that the lead was not probably completely introduced before tightening.

Event description:
Failure to connect the lead (non sorin lead) with the subject defibrillator (during a replacement procedure) was reported. The subject device will be returned for analysis.

Event description:
Failure to connect the lead (non sorin lead) with the subject defibrillator (during a replacement procedure) was reported. The subject device will be returned for analysis.